Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was difficult to fire the clip and the handle was sticking. It is unknown if the clips were formed properly. A second device was pulled and they had the same issue. A third device was used to complete the procedure. There was no patient impact.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in an unspecified area of the "diseased" left anterior descending artery. The physician selected a 3.0x28mm promus element stent for placement. Following loading the stent delivery system onto the guidewire and before entering the hemostatic valve, the physician noted damage to the distal stent struts. The procedure was completed with another of the same device with no problem. There were no reported patient complications. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). (B)(4). Device fired through lockout the analysis results of the el5ml found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the top of the handle as a reference for the user as to the quantity of clips remaining. In addition, please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.